Event description:
Pt was having a laparoscopic hysterectomy and two needles broke while suturing. The piece of one needle was retrieved but the other piece could not be removed. X-ray was taken and reviewed by md. Per nursing staff in operating room, md did not feel it safe to continue anesthesia time while searching for the small missing piece. Xray did show a small piece of needle in the mid pelvis on the film.